Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/26/2024, it was reported by a sales representative via email that the adhesive from an ar-8550rfoe retractable flushcut burr that keeps the burr attached broke off. The burr blade was floating in the patient's acromioclavicular joint. The surgeon removed the fragments successfully and completed the case using a new blade. This was discovered during a procedure. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.